Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-sep-2016, the fse replaced the waste pump and the 2 way valve. The customer ran controls and verified instrument operation. The most probable cause of the reported event was failure of the waste pump and the 2 way valve.

Event description:
On (B)(6) 2016, the customer reported fluid coming out of the overflow tubing (instrument flooding) on their aia-360 analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.